Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift column. System operates as intended.

Event description:
Customer reported the vertical lift is not working and when the up-down buttons are passed the system hums. No pt injury was reported.